Event description:
It was reported that the device had downstream occlusion seal. The event occurred during testing. There was not patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The customer complaint of ¿downstream occlusion seal¿ was confirmed through visual inspection. The cause of the reported issue was downstream occlusion sensor (dso) seal and upstream occlusion sensor (uso) delamination. Replaced dso seal. Performed the dso/uso sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.